Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed as an advisory during review of the device data logs. The device was put through extensive testing including all functional testing and could shock at all energy levels without duplicating the report. An internal inspection found no discrepancies. The device was tested under vibration for both pads and leads and passed successfully. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.